Manufacturer narrative:
Additional information received indicated that the customer received multiple altitude alarms. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to customer's blood glucose. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.